Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 104 mg/dl at the time of incident. Troubleshooting found that the pump also has a blank display and is cracked. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies or critical pump error noted. Power connector plug in and locked in place properly. Unit properly connected to glucose sensor simulator. No lost sensor alarms or weak signal alarms noted. Unit received with corroded. Unit received with cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails, minor scratches on case and minor scratches on lcd window.